Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized as a result of diabetic ketoacidosis. Customer advised their blood glucose level went up to 516 mg/dl. Customer was admitted into emergency room wearing the insulin pump and felt extremely dehydrated. Customer's insulin pump was taken off by the hospital staff and they put an insulin drip instead. Customer declined to troubleshoot for high blood glucose levels. Customer advised the device has not been giving them any problems and they put fresh tubing and changed all the supplies and sites.